Manufacturer narrative:
Since the lot number is not available, it is not possible to perform a document review.

Event description:
4 years and 2 months after primary surgery during a follow up visit the surgeon noticed that the poly screw was slowly backing out. The screw was removed arthroscopically successfully. Liner left in the patient.